Manufacturer narrative:
Tracvkwise ID #(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 12/09/2019. A visual inspection was conducted. Signs of clinical use and slight evidence of blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw at the base to the center of the hot jaw, remaining attached at the base and tip of the hot jaw. The shaft was observed to be peeled closest to the jaw. No detachment of the shaft was observed. No other visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the results of the evaluation, the reported failure "intermittent continuity" was not confirmed. The analyzed failures "material twisted/bent" and "peeled; shaft" were confirmed. Specific actions for the analyzed failure mode "material twisted/bent" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 worked intermittently continuity. They opened a third kit and when the problem continued to happen with the third kit, the harvester had to open the leg. The hospital did not report any patient effects.

Manufacturer narrative:
Tracvkwise ID : (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 worked intermittently continuity. They opened a third kit and when the problem continued to happen with the third kit, the harvester had to open the leg. The hospital did not report any patient effects.